Event description:
Additional information received from a healthcare provider via a manufacture representative reported the cause of the catheter leak was not determined. It was noted the leak was around the bell of the catheter where it connects to the pump.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6). Implanted: (B)(6) 2018. Explanted: (B)(6)2021. Product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 24-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving gablofen (baclofen) (2000 mcg/ml at 485 mcg/day) via implantable infusion pump. It was reported of patient's declining efficacy of baclofen slowly over recent week, although no overt withdrawal. A successful catheter access port (cap) dye study was performed on (B)(6) 2021; however, the hcp chose to explore the catheter in surgery on (B)(6) 2021. There were no factors that may have led or contributed to the issue. During the surgery, it was noted that the hcp thought there was a leak around the bell of the father where it connect to the pump upon opening the pump pocket. The hcp replaced the pump segment using a 8780 kit with successful aspiration after replacement. The spinal was not replaced. The issue was resolved at the time of report. The patient's medical history was asked and will not be made available. The patient's status at the time of report was alive - no injury.